Event description:
It was reported, the customer had cracks on the display of their insulin pump. The customer stated the insulin pump was dropped on the floor. The mother also stated the dome label sticker was missing and the drive support cap did not appear to be damaged. The customer was asked to return their insulin pump. No additional info provided.

Manufacturer narrative:
Pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.